Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient called with an air-in-line alarm and the pump was stopped. The patient was instructed to press the start button, and the air-in-line alarm occurred again. The alarm was acknowledged. The patient was instructed to lightly slap the back of the pump on his opposite palm a couple of times, open the battery door for one minute. The patient indicated they saw a few bubbles. The battery was closed, the pump was restarted, and the air-in-line alarm persisted. The patient was instructed to acknowledge the alarm and clamp the tubing. The patient was instructed to pull the silver bar down, if possible, but it was locked. The patient was redirected to their physician. The battery door was opened for 30 seconds to turn off the pump and then closed. The patient was informed that the medication can only be off for four hours. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.